Manufacturer narrative:
A visual examination of the device found it to be complete and no portion was separated/detached. The bolster was without issue and the transition was securely assembled. A physical evaluation of the device found a portion of the thermoformed tubing proximal edge to have been folded inward and also cut/scraped around the circumference. No other issues were noted with this device. It was noted that the condition of the returned unit was not consistent with the complaint incident that the feeding tube detached/separated during placement. Therefore, the most probable root cause is not confirmed. A device history record (DHR) review of lot number 17326317 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive initial placement kit was used during percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pulling the peg tube out of the patient's body, the internal bolster was detached. No part of the device fell inside the patient. The procedure was completed with a new endovive initial placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information received on (B)(6) 2014: the peg tube detached at the transition zone between the hard and soft plastic. The detached part was removed through the abdomen and the other part was through the mouth. The internal bolster was not detached.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while pulling the peg tube out of the patient's body, the internal bolster was detached. No part of the device fell inside the patient. Since there was no other peg tube available, the procedure was completed on (B)(6) 2014 with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.